Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt said they had their stimulation at 4.3 and everything was working fine, then when they turned their stimulation up to 6.0, it worked for a bit and then all of the sudden now the ins doesn't want to recharge or takes a long time to recharge. Pt said after they increased the stimulation, their ins battery had gone completely dead and so they decreased their stim back down to 4.3 and it still took them 30-45 minutes just to start recharging the ins. Pt said the recharger had gotten hot once when recharging but did not notice any damage to the recharger  or controller port. It was hard to connect to the ins. Pt mentioned taking the controller battery out twice and that did not resolve their issue. Pt called back and stated that he received the rtm replacement from repair and it is functioning worse than his old rtm cord. See call code notes for additional details. Pt reported the donut itself got hot when he was recharging the ins and it showed a message saying he needed to charge.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial (B)(6) : product type recharger product ID 97745 serial(B)(6) : product type programmer, patient product ID 97755 serial (B)(6) : product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial (B)(6) : , (B)(4) . Analysis was performed on product ID 97755 serial (B)(6). Analysis found that the complaint was unverified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.